Manufacturer narrative:
(B)(4). Date sent: 10/17/2024. Photo analysis: this is an analysis of a set of images submitted for evaluation. The images provided by the customer shows a generator set-ups. The event described could not be confirmed as no detectable damage could be observed. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be observed during the photo analysis. Because the instrument was not returned our evaluation is limited. Additional information received: nurse manager ¿ first made aware of burn on patient from charge nurse from ICU unit with a picture of the burn on the patient ¿ it was almost perfectly of the shape of the pad. For the photo of the back of the patient with a burn on half of her back: laying supine and the mat was fully under the patient ¿ flat on the mat. No warming blanket or heating pad was used. Don't understand why it is only on the left. Only the wipes listed in the report and patient¿s body wash were used on the pad & patient. Burn was noticed in the ICU after surgery. Patient complained about a sore bottom the first night. The redness on the back wasn't noticed till the next days. There are some 2nd degree burns there. Day 3 is when burn products were started being used and healing began pretty fast. Nothing was noted during recovery about the back area ¿ no reason to have rolled her to the back. Only used the megasoft. She did complain of some tenderness on her arm but no burn was noticed. No burns to back of the legs. Only 1 generator was used in the procedure. Burn does not look consistent with an electrical burn ¿ could be caused by multiple other things. Photos are from 2 days after, not the day of the procedure.

Manufacturer narrative:
(B)(4) date sent: 10/29/2024. Additional information received: the hospital feels that these cannot be from pressure injury and would like the opinion from our internal experts to see if they had any theories that would explain what has happened. This is primarily for peace of mind for the family so that they can put the matter to rest. Photo analysis: six (6) additional photos of the patient's back, bilateral lower buttocks, and dorsal thighs related to (B)(4) have been submitted for evaluation. Three photos are tagged (B)(6) and three others are tagged (B)(6). In the three photos labelled as (B)(6), skin lesions extend from the left back to the lower buttocks and thighs in comparison to photo (B)(6). The upper edge of the lesion on the right lower buttock is also clearly visible. In addition, multiple round or irregular white spots can be seen spreading in the skin lesions on the left back, and chemical powder residue cannot be ruled out. These are not typical presentation of thermal injury. In the 3 photos labeled (B)(6), all observed skin lesions are still present but less severe. Considering that the size of the entire skin lesion exceeds the size of the mega soft pad, the unusual shape of the skin lesion, and the visible scattered white spots within the skin lesion, the skin lesions in this patient are not consistent with thermal burns associated with the use of mega soft pads, and there may be other causes of skin lesions, such as chemical burns, even if the specific cause cannot be determined from the photo review.

Manufacturer narrative:
(B)(4). Date sent: 10/3/2024. Corrected data: b3. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information received: the account has been using sticky pads with their esu units and are still experiencing pad site burns. Which leads them to believe it wasn¿t megasoft mats after all. Regional sales shared that the account believes that the burns are not related to the device, but due to a pressure area or a pre-existing rash and skin directly on the operating table causing friction. It was stated that the account has used the generator with coviden cqm pads and the coviden generator with megasoft pads. Engineering asked the rep to figure out if the account is also experiencing burns with the combination of coviden generator and coviden pads. They also asked the rep to obtain pictures of the burns and what the specific procedure type was for each. Engineering informed the rep to make sure the account is turning off the generator or unhooking the foot pedal at the end of the day. Moving forward, regional sales will speak with the account to obtain requested information and to inform them of the suggestion from engineering. Pms stated the importance of continuing to report any issues with the generator or pads and stressed the importance of returning the device for analysis. Additional information was requested, and the following was obtained: customer has declined to answer further questions past this. Is there any damage(s) noted on the pad? Not that we could see · if yes, where are they and what is the description of the damage(s)? Are there photos that can be shared of the pad? No. · if yes, please send to (B)(4). Does the surgeon believe there is an alleged deficiency to the pad that led to patient burn and if so, why? No. What is the severity of the burn? (Please see degrees of burns below and choose one) · first degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling, no penetration or blisters. · second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful second degree with definite blisters. · third degree burn the burn site looks deep, whitening or blackened and charred. What medical intervention was used to treat the burn (such as salve or stitches)? She was daily dressings with salve in ICU. Besides the burn, did the patient experience any adverse consequence due to the issue? No. Are there any anticipated long-term effects from the burn or injury? No. What is the current status of the patient? She was discharged home with district nursing reviewing her back. Fully healed by (B)(6) as per clinical notes from (B)(6). What was the surgical procedure? Laparoscopic anterior resection, covering loop ileostomy and cholecystectomy. What was the surgical procedure date? (B)(6) 2024. How long did the surgical procedure last? What cleaner or disinfectant (brand name or active ingredients) was used to clean the pad? Reynard detergent wipes. Was the pad rinsed with water and let dry before this surgical procedure? No how was the patient positioned? Lithotomy position. How was the room set up to include patient set up and where was the pad in relation to the patient? As per normal procedure, under patient. Was there anything between patient and the pad (ex. Sheet, drape, etc.)? Unsure. Were there liquids used in prep? Chlorhex. What skin preparation regiment was utilized for the procedure? Normal preop. Chlorhex body wash for bd for 3 days before surgery. Was urine or other fluids detected in the field after surgery? No. Was there any patient warming blankets used? Yes, preop then removed. · if yes, what warming device and/or blankets were used and what is the location in relation to the patient? What temperature setting was used on the warming device(s)? High temp 43c. What power levels was generator set to? Unsure. Was there any diminished effect of the generator noted during the surgery? Unsure. What is the age of the patient? 81. If the age of the patient is not known, is the patient an adult or pediatric patient? What ethnicity is the patient? European. Just to clarify there is only 1 confirmed burn case that could be attributed to the megasoft mats as they were removed immediately and this was before the so-called other incidents occurred. My opinion and also the thoughts of others is that the other injuries where rashes and pressure injuries as there was only a diathermy thigh being used on them, but the surgeon unfortunately has reported it as an electrical burn, these complaints have been dealt with at a local level. I have already provided as much information that I know in regards to the original back burn. But can get the info about the machines for you.

Manufacturer narrative:
(B)(4). Date sent: 8/13/2024 investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the 0848 pad and pigatail cables were returned with no apparent damage. The pad and cable were connected to the generator, and no anomalies were observed. The electrical test was performed, and it met the specifications. A photo of the patient's back related to (B)(4) is submitted for evaluation. Extensive skin lesions can be seen spreading from the left mid-back to the bottom of the buttocks. There was some evidence of skin swelling and blisters within the lesion, and the color of the lesion varied from dark red to light red. The top edge of the lesion is well defined, but some skin abnormalities are also present above the sharp edge. The medial edge of the lesion is also well defined and crosses the central spinal line. Sight skin abnormalities can also be seen on the right mid-back area. The outside of left back lesion was irregular and some areas were completely normal. Due to photo limitation, the basal edge of the lesion is not visible but appears to extend to the right side. Based on the overall appearance of the skin injury, the severity of the skin injury may be second degree, but it is uncertain whether it is a thermal burn or a pressure skin injury. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Date sent 7/9/2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the megadyne pad currently being used in the facility. If no, why not? Are there any photos of the burn (s) that you could share with us in regard to the burn? If yes, please send to (B)(6). Is there any damage(s) noted on the pad? If yes, where are they and what is the description of the damage(s)? Are there photos that can be shared of the pad? If yes, please send to (B)(6). What is the serial number of the pad? How long has the account been using mega soft? Does the surgeon believe there is an alleged deficiency to the pad that led to patient burn and if so, why? When were the burns first noticed? What is the severity of the burn? (Please see degrees of burns below and choose one) first degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling, no penetration or blisters. Second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful. Third degree burn the burn site looks deep, whitening or blackened and charred. What medical intervention was used to treat the burn (such as salve or stitches)? Where is the burn located on the patient? Was the reported issue at the pad site or alternate site? Besides the burn, did the patient experience any adverse consequence due to the issue? Are there any anticipated long-term effects from the burn or injury? What is the current status of the patient? What was the surgical procedure? What was the surgical procedure date? How long did the surgical procedure last? What cleaner or disinfectant (brand name or active ingredients) was used to clean the pad? Was the pad rinsed with water and let dry before this surgical procedure? How was the patient positioned? Is it possible the patient was in contact with a metal portion of the or table? How was the room set up to include patient set up and where was the pad in relation to the patient? Was there anything between patient and the pad (ex. Sheet, drape, etc.)? Were there liquids used in prep? What skin preparation regiment was utilized for the procedure? Was urine or other fluids detected in the field after surgery? Was there any patient warming blankets used? If yes, what warming device and/or blankets were used and what is the location in relation to the patient? What temperature setting was used on the warming device(s)? What generator was being used? What power levels was generator set to? Was there any diminished effect of the generator noted during the surgery? What monopolar disposables were used during the procedure? What is the age of the patient? If the age of the patient is not known, is the patient an adult or pediatric patient? What ethnicity is the patient? Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the patient suffered from a burn.

Manufacturer narrative:
(B)(4). Ate sent: 7/22/2024 additional information received: ai received from mso via email (attached): patient¿s skin injury looked very unusual. While no one could completely rule out the mega soft pad role in the injury or pressure skin injury, possibility of chemical burn injury.

Manufacturer narrative:
(B)(4). Date sent: 7/16/2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information was requested, and the following was obtained: burns on thigh: they have removed all mats from circulation to be sent back for testing and will almost definitely not be replacing them as they are terrified of more burns. Reported as pad site. Patient was not in contact with the metal portion of the table, all had a single layer draw sheet over the full or table separating them from the mat. Megen1 esu¿s used. They have been using megasoft for 3 years burns were only noticed post op when readying the patient to be moved off the or table. The monopolar disposables were our 251010j.

Manufacturer narrative:
(B)(4). Date sent: 11/18/2024. Additional information was requested, and the following was obtained: can you please give us the dates of all of the photos? Were all of the photos taken on the same day? Were the photos taken on different days? Do we have the measurements of the burn? If not, can we get the measurements of the burn? Response: no additional information provided and no further information can be obtained .